Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely through merlin.net transmission, low out of range pacing lead impedance on right ventricular (rv) lead was observed. Review of lead impedance trend noted sharp decline in impedance values indicating lead damage. Patient was called in clinic to see if there was noise that can be reproduced. In clinic testing showed increased impedance and elevated right ventricular capture threshold. There was also noise on right atrial lead which was reproducible in clinic. Rv lead noise was not reproducible. Patient will be scheduled for both leads replacement. Patient was stable. Related manufacturer reference number: 2938836-2019-16224.

Event description:
New information notes that on (B)(6) 2019, the patient presented to the ep lab for atrial and ventricular lead revision. Patient had experienced many atrial lead noise episodes due to a fracture. The noise was reproducible in the physician¿s office. The patient also had low impedance on the rv lead. Insulation issue was also noted on the rv lead. Both leads were capped and replaced. The patient was stable before during and after the lead revision procedure.